Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition, x-ray pictures were returned for ees to review. The following summary was provided by ees field quality engineer: the probable cause of this complication was the combination of tissue thickness and buttressing material thickness being too thick for the cartridge selected, which in this case was gold.

Event description:
It was reported that during a roux-en-y bypass procedure, starting with the fifth fire the surgeon used peri strips. The fifth fire was fine. The device was reloaded and fired for the sixth time on stomach tissue and there were some malformed staples. The staples were not closed completely. The next fire more malformed staples were noted. A new powered device was used for the next fire and it was fine. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/04/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 6th & 7th. During which stroke did the event occur? After firing sequence completed. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? If so, which product? Per strip. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.